Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a couple of months after the implant procedure, they felt unwell. It was further reported that that one of the leads "came off" and they needed to "turn up the energy" on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.